Event description:
Tpa hung on pump. Machine noted several times to be progressing as usual from program I-iii. Spot check on volume remaining in bottle and noted that tubing was clamped. No volume infused. No alarms indicating no flow.